Event description:
Rptr was getting in the lift (handicapped van) to leave the van. Lift was 3 feet off the ground. Pt was seated in the jazzy electric scooter. Pt proceeded to the edge of the lift and the scooter did not stop. As a result, pt fell three feet to the ground with the jazzy landing on top of them. Pt was taken to the ER with the help of the life squad.